Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use provides specific instructions on how to deploy the stent properly in addition to the info listed below: prior to use visually inspect with particular attention to kinks, bends and breaks. If the wire guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Prior to distribution, all zilver expandable metal biliary stent systems are subjected to a visual insp to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the user to the distributor in (B)(4) and then forwarded to cook: the zilver expandable metal biliary stent was deployed but misplacement occurred. A rather big part of the stent was extending in the duodenum. Immediately after deployment, the physician tried to remove the stent in order to place another. A snare and forceps were used to remove the stent but it was described as extremely difficult and stressful because the stent was cut into small pieces. The distributor explained to the physician that this stent is not intended to be removed. Several attempts were made in an effort to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.